Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with l3-4 stenosis, l3-4 segmental instability, l3-4 degenerative disc disease and status post l4 to 6 posterior spinal fusion. The patient underwent complete discectomy for partial vertebrectomy at l3-4, l3 lumbar laminectomy, revision l4 laminectomy, l3-4 anterior lumbar interbody fusion using direct lateral approach, globus transcontinental cage, allograft rhbmp-2/acs, dbm, and posterior instrumentation at l3-4. On (B)(6) 2012 the patient underwent removal of hardware at l3-l4 and expiration of fusion mass l3-l4 to treat painful hardware, status post l3-l4 interbody fusion and posterior spinal fusion with retained hardware.

Manufacturer narrative:
Concomitant product: globus transcontinental cage, allograft, dbm, posterior instrumentation at l3-4 (implant (B)(6)2011; explant (B)(6) 2012). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient underwent spinal fusion procedure using rhbmp-2/acs. On (B)(6) 2011 the patient presented with chronic pain, radiculopathy <(>&<)> polyneuropathy. An unknown date of (B)(6) 2012 the patient underwent surgery at l3, l4 due to bulged disk. The following complications were reported: "pain all the time, can't walk very far. Legs get paralyzed when he walks too far/much".